Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that he had both high and low blood glucose excursion while on insulin pump therapy. His meter settings had the insulin on board and advance blousing turned off. Animas made 3 attempts to contact the patient back for more information but was not successful. This complaint is being reported because the patient allegedly had blood glucose excursion due to possible use error and intentional misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.